Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s.

Event description:
Review of the post market surveillance survey noted, "there are some cases that the cement sets quicker then expected (6 mins)."